Event description:
It was reported that the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 48 mg/dl when the actual blood glucose level was about 106 mg/dl. The customer also attempted to perform calibration and resulted in receiving a calibration error alert. Advised that the issue may have been due to site location, rotation, insertion technique or tape type. Customer stated that the sensor was kinked after he removed the sensor. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.